Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient lost therapy. Reportedly, patient gained weight since the ipg was implanted. Ipg was unable to communicate with the external devices and was inoperable. Patient is unable to recall the last time he charged the ipg. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicated surgical intervention was undertaken and the patient's ipg was explanted and replaced.